Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had on image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified, as it was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.